Event description:
It was reported that during a laparoscopic cholecystectomy the device did not work and produced a clip in the wrong shape. There was no pt consequence. The event did not change the original intent of the procedure. The device will be returned for analysis.